Event description:
It was reported the patient went to the emergency room (ER) due to omnipod personal diabetes manager (pdm) not communicating. The patient reported feeling dizzy. At the hospital the patient was placed on an intravenous therapy of fluids. An MRI, CT scan , heart test and blood work were also performed. The patient was released the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit. No lot release records were reviewed, as the product lot number was not provided.